Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that that insulin pump was alarming button error. Customer stated that he was not wearing the pump at the time. Customer stated that he was at the lake and the numbers started scrolling up. Customer stated that the pump would not stop scrolling until the battery ran out. Customer also had a battery out limit alarm. Customer was explained that this is normal pump behavior as the batteries were out of the pump greater than the duration allowed by the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.